Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 500 mg/dl and 68 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported when customer tested 68 mg/dl. Customer was able to self treat. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.